Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the physician attributed the event to the torn posterior capsule.

Event description:
The physician reports that his pt underwent cataract surgery with implantation of the crystalens. During surgery, the posterior capsule tore when the lens was being inserted; the physician tucked the haptic into the capsular bag, however, one day postoperatively, the lens dislocated. Secondary surgical intervention was performed to exchange the lens. The pt's prognosis is excellent.